Event description:
The customer did not provide a reason for the return of the alarm. There was no patient injury. The returned product has a note that reads "no power". Inspection of the product shows that the alarm has intermittent power.

Manufacturer narrative:
(B)(4). Results: evaluation of the returned product found that the alarm powers on intermittently. The alarms liqui-label has been exposed to moisture and the battery door is missing. Note: posey instructions for use state: if the posey keepsafe is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. (B)(4).